Event description:
Customer called to report high blood glucose. The insulin pump has alarmed motor error. The current blood glucose reading is 306 mg/dl. Treated with manual injection. During troubleshooting, the displacement test failed. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.